Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a compromised force sensor system alarm while attempting a prime. She also stated her insulin pump would squirt out insulin during a manual prime. Customer's blood glucose was 113 mg/dl. Troubleshooting found the customer's drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.